Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The cutting wire was broken. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The distal end of the coated portion was partially missing. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report from the health professional. *during an endoscopic sphincterotomy (est), the subject device was used. The knife of the subject device broke during activation. There was no report that the fragment fell inside the patient. The intended procedure was completed with another device. There was no impact on the procedure reported. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the coated portion was partially missing.

Manufacturer narrative:
This is a supplemental report to provide additional information. The device was used in combination with psd-60, jf-260v and g-260-2545a. There was no additional report for the confirmatory result of the subject device, except for the following. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The manufacturing record was reviewed and found no irregularities. Based on the confirmation result and the investigation results in the past, a likely cause of the cutting wire breakage might be the following. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. The output was activated in state of "1" description, and the cutting wire became hot instantly. This caused the cutting wire to break. It has been confirmed that the tear of the coated portion of the cutting wire could duplicate by the following mechanism. The forceps elevator of the endoscope was raised. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. In state of description "2", the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. It can be inferred that some kind of force might have been applied to the coated portion of the cutting wire when the device was withdrawn from the endoscope after the coated portion of the cutting wire has torn. This might have caused the coated portion of the cutting wire to detach from the broken cutting wire. As a result, the coated portion was partially missing. However, the exact cause of the reported event could not be identified. The above device handling has warned in the instruction manual.